Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit tones and the patient went to the hospital for an evaluation. Interrogation of the device revealed multiple fault codes. The physician elected to replace the device.